Event description:
The patient's husband indicated that the patient has not experienced any more seizures and that it was felt that the increase was related to very low potassium levels. It was reported that since the potassium level was corrected the patient is doing much better. The patient was not seen by a neurologist.

Event description:
It was reported that the patient was recently hospitalized for suffering seizures every ten minutes. The magnet had no effect on the seizures. The patient' husband indicated that the device was checked a few months prior and was at 90% battery. The patient referred to the neurologist to have the device checked. No additional relevant information has been received to date.